Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. This device was never in service. A new lead of different model was placed. No adverse patient effects were reported.